Event description:
It was reported to philips that the flexvision pc failed to boot up, it was stuck at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint and, according to the additional information collected, the system malfunctioned during a planned treatment/non-emergency treatment procedure. The procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was getting stuck on the start screen. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc can result in the system not being able to complete the startup sequence. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). The fse replaced the flexvision pc, hard disk and installed the software to resolve the issue. The cause of the flexvision pc failure could not be conclusively determined by the supplier¿s part analysis; however, the replacement of flexvision pc by the fse has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.